Manufacturer narrative:
(B)(6).a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had screen malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The field service engineer (fse) visited onsite and evaluated the device. It was determined that the screen was blurred due to malfunction of screen. The screen was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.